Event description:
On (B)(4) 2013, the reporter contacted animas and alleged that she passes out after giving herself a bolus as intended by the pump. Customer technical support (cts) reviewed advanced features and found the that patient had never setup any of her advanced settings when she programmed pump herself: she has been using the default settings for bolus suggestions. Patient states just started using her new pump and since she has been using pump she has experienced some low blood glucose (bg) readings and has passed out. Unable to say how low her bg readings have gotten but states she has a person staying with her and she gives her a sugar tube which brings her bg up really quickly and causes her to gain consciousness. She states that yesterday and the day before she has passed out due to low bg. She has been on prednisone for a long time. Cts instructed patient that she must discontinue use of pump until she gets her advanced settings from her health care provider (hcp), especially her I:c, isf, bg target and iob duration. Patient was instructed to use alternate form of insulin delivery and to continue to monitor bg. Patient is to contact her hcp first thing in the morning to get settings and call cts back to help her set them up. Animas followed-up with patient (B)(6) 2013, who reported her bg was fine, 87 mg/dl. There is no indication of pump malfunction. This complaint is being reported due to the allegation that the patient experiences hypoglycemia and passes out following the user error of bolusing from a pump which has not had her settings entered. .

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error must be considered as contributory, since the patient was using a pump that did not have her settings entered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: testing was unable to duplicate the complaint during the investigation. The pump history shows the last basal delivered was on (B)(6) 2013 and the last bolus delivered was on (B)(6) 2013. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. No associated alarms noted in the alarm history. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. The units remaining were correctly calculated and written to the pump history.